Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device / dilation and curettage surgery to retrieve essure from uterus/ migration of essure device location of device: was not lodged it was floating in the uterus") and abdominal pain ("severe abdominal pain") in a 41-year-old female patient who had essure (batch no. 20179187; 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache and diabetes. Previously administered products included for birth control: paragard. Concurrent conditions included overweight, fever, pain in elbow, shoulder pain, skin disorder and foggy feeling in head. Concomitant products included drospirenone w/ethinylestradiol (yasmin) from 2-feb-2010 to 3-may-2011, ibuprofen from 2-feb-2010 to 10-jan-2013, metformin since (B)(6) 2016, oxazepam from 2-feb-2010 to 13-jun-2010, oxycodone from 24-mar-2017 to 23-sep-2017, paracetamol (acetaminophen) from 2-feb-2010 to 30-aug-2010 and simvastatin (zocor) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding/ prolonged menses / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), anxiety ("anxiety") and rash ("rashes"). On (B)(6) 2010, the patient experienced eye disorder ("eye problems"). On (B)(6) 2011, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), vulvovaginal pruritus ("vaginal itching"), pelvic discomfort ("discomfort"), cystitis ("bladder infection"), uterine pain ("uterus pain"), arthralgia ("hip pain"), eczema ("rashes or skin conditions type: extremities from forearm to mid shin, jawline to pectorals itchy/ similar to eczema raised, scaly dry spots"), vision blurred ("varied, foggy at times"), abdominal pain lower ("cramping") and myopia ("near sighted"). The patient was treated with sumatriptan, estradiol, surgery (bilateral salpingectomy), surgery (dilation and curettage surgery to retrieve essure from uterus) and surgery (patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, vulvovaginal pruritus, pelvic discomfort, headache, pelvic pain, anxiety, rash, eye disorder, cystitis, urinary tract infection, vaginal infection, uterine pain, arthralgia and abdominal pain lower was resolving, the abdominal pain, menorrhagia, back pain, dysmenorrhoea, vaginal discharge, migraine and alopecia had resolved and the eczema, vision blurred and myopia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, eczema, eye disorder, headache, menorrhagia, migraine, myopia, pelvic discomfort, pelvic pain, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and vulvovaginal pruritus to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Pfs- right - 3 coils visible. Essure instrument did not release properly ¿ was able to break off introducer wire. Coils appeared in tube, unable to remove, instruments removed. Left essure implant coiled up in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes were bilaterally occluded (B)(6) 2017 : endometrial biopsy for irreg menses and has essure : disordered proliferative endometrium with prominent breakdown. Most recent follow-up information incorporated above includes: on 18-jun-2018: reporters added and updated patient demographics. Concomitant drugs were added. Added suspect drug inaction. Added events rashes or skin conditions type: extremities from forearm to mid shin, jawline to pectorals itchy/ similar to eczema raised/ scaly dry spots and vision/eye problems type: typically near sighted/ varied/ foggy at times and cramping. Updated events. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device / dilation and curettage surgery to retrieve essure from uterus/ migration of essure device location of device: was not lodged it was floating in the uterus") and abdominal pain ("severe abdominal pain") in a 41-year-old female patient who had essure (batch no. 20179187; 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache and diabetes. Previously administered products included for birth control: paragard. Concurrent conditions included overweight, fever, pain in elbow, shoulder pain, skin disorder and foggy feeling in head. Concomitant products included drospirenone w/ethinylestradiol (yasmin) from 2-feb-2010 to 3-may-2011, ibuprofen from 2-feb-2010 to 10-jan-2013, metformin since (B)(6) 2016, oxazepam from 2-feb-2010 to 13-jun-2010, oxycodone from 24-mar-2017 to 23-sep-2017, paracetamol (acetaminophen) from 2-feb-2010 to 30-aug-2010 and simvastatin (zocor) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding/ prolonged menses / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), anxiety ("anxiety") and rash ("rashes"). On (B)(6) 2010, the patient experienced eye disorder ("eye problems"). On (B)(6) 2011, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), vulvovaginal pruritus ("vaginal itching"), pelvic discomfort ("discomfort"), cystitis ("bladder infection"), uterine pain ("uterus pain"), arthralgia ("hip pain"), eczema ("rashes or skin conditions type: extremities from forearm to mid shin, jawline to pectorals itchy/ similar to eczema raised, scaly dry spots"), vision blurred ("varied, foggy at times"), abdominal pain lower ("cramping") and myopia ("near sighted"). The patient was treated with sumatriptan, estradiol, surgery (bilateral salpingectomy), surgery (dilation and curettage surgery to retrieve essure from uterus) and surgery (patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, vulvovaginal pruritus, pelvic discomfort, headache, pelvic pain, anxiety, rash, eye disorder, cystitis, urinary tract infection, vaginal infection, uterine pain, arthralgia and abdominal pain lower was resolving, the abdominal pain, menorrhagia, back pain, dysmenorrhoea, vaginal discharge, migraine and alopecia had resolved and the eczema, vision blurred and myopia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, eczema, eye disorder, headache, menorrhagia, migraine, myopia, pelvic discomfort, pelvic pain, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and vulvovaginal pruritus to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Pfs- right - 3 coils visible. Essure instrument did not release properly ¿ was able to break off introducer wire. Coils appeared in tube, unable to remove, instruments removed. Left essure implant coiled up in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes were bilaterally occluded (B)(6) 2017 : endometrial biopsy for irreg menses and has essure : disordered proliferative endometrium with prominent breakdown. Lot number:20179187: manufacture date: 2009/05, expiration date: 2012/05. Lot number:20182548: manufacture date: 2009/06, expiration date: 2012/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device / dilation and curettage surgery to retrieve essure from uterus") and abdominal pain ("severe abdominal pain") in a 41-year-old female patient who had essure (batch no. 20179187; 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache and diabetes. Previously administered products included for birth control: paragard. Concurrent conditions included overweight, fever, pain in elbow, shoulder pain, skin disorder and foggy feeling in head. Concomitant products included metformin. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding/ prolonged menses / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain"), anxiety ("anxiety") and rash ("rashes"). On (B)(6) 2010, the patient experienced eye disorder ("eye problems"). On (B)(6) 2011, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal discharge ("irregular vaginal discharge"), vulvovaginal pruritus ("vaginal itching"), discomfort ("discomfort"), cystitis ("bladder infection"), uterine pain ("uterus pain") and arthralgia ("hip pain"). The patient was treated with sumatriptan, estradiol, surgery (bilateral salpingectomy), surgery (dilation and curettage surgery to retrieve essure from uterus) and surgery (patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, vulvovaginal pruritus, discomfort, headache, pelvic pain, anxiety, rash, eye disorder, cystitis, urinary tract infection, vaginal infection, uterine pain and arthralgia was resolving and the abdominal pain, menorrhagia, back pain, dysmenorrhoea, vaginal discharge, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, cystitis, device breakage, device expulsion, discomfort, dysmenorrhoea, eye disorder, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Pfs- right - 3 coils visible. Essure instrument did not release properly ¿ was able to break off introducer wire. Coils appeared in tube, unable to remove, instruments removed. Left essure implant coiled up in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: fallopian tubes were bilaterally occluded (B)(6) 2017 : endometrial biopsy for irreg menses and has essure : disordered proliferative endometrium with prominent breakdown. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record was received events- abnormal bleeding (vaginal), device breakage, vaginal itching, discomfort, headaches, migration of essure device / dilation and curettage surgery to retrieve essure from uterus, pain, anxiety, rashes, eye problems, bladder infection, urinary tract infection, vaginal infection, uterus pain, hip pain", reporter, lot number added from pfs. Historical drug and condition, concomitant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding/ prolonged menses"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (patient underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, back pain, dysmenorrhoea, vaginal discharge, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: fallopian tubes were bilaterally occluded incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.